Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, before a hip scope, the quantum controller's foot control option wouldn¿t activate the handpiece. The procedure was completed with a smith and nephew back up device. No injuries, delays or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual inspection observed no issues. Functional evaluation revealed the footpedal does activate the unit but the unit has no output voltage. The unit was opened and found no issues. The complaint was confirmed and the root cause is associated with an electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component.